Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient's physician was unsure if it was related to the combination of six different medications or the lifevest. The patient's physician prescribed (B)(6). The medical outcome is unknown.